Event description:
The customer reported the system would not boot up. There is no reports of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.